Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack, power cap module, filament board, generator interface board and stator board were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system was unable to boot. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.